Event description:
Infection. Lead was manufactured by st. Jude and extracted during the infection event. Sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).